Event description:
A perfusionist reported that a section of tubing disconnected from the centrifugal pump head during a case while the patient was being cross-clamped. This incident occurred approximately 6 months ago, although it was only reported recently. Follow up communication revealed that the tubing line was quickly reattached to the pump outlet port and secured with two tie bands. The patient was reportedly put back on the pump within 1 to 4 minutes. The reporter was uncertain, but estimated the blood loss at a "couple of liters". The patient received a transfusion and the procedure was successfully completed without further complication. The patient was discharged in a normal time frame and their condition is reported as fine.